Event description:
During the infusion of a protonix drip, which was programmed at 10cc/hour after approximately 1 hour, 100cc had infused. Upon inspection of the pump, the tubing membrane bracket was found to be broken. When the door is closed, this allows a gap and the fluid flow is not regulated.